Event description:
A hospital in switzerland reported a patient was implanted with a matrix construct on (B)(4) 2012. A one day post op, lateral x-ray taken on (B)(6) 2012 showed that one of the matrix heads was not connected with the bone screw. It is not known if the head was not properly clicked on or if the head disconnected. The patient was taken back to the o.r. On (B)(6) 2012 for screw removal this report is #2 of 3 for the same event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.